Manufacturer narrative:
.

Event description:
Customer reported an employee with eye splash to both eyes, the employee was not wearing eye protection at the time of the incident. The employee flushed her eyes with water and reported to employee health where she was prescribed an unknown lubricating eye drop. The next day the employee health nurse reported that the employee was doing "fine."